Event description:
A malfunction alarm occurred prior to july, affecting the customer's blood glucose level, which exceeded 500 mg/dl and displayed as "high." The customer managed the high blood glucose by using a correction injection via multiple daily injections (mdi) without needing assistance from a third party. No additional information was received regarding the malfunction code or any further outcome.